Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient was hooked to machine when the symptoms first started. The patient was able to complete treatment but then immediately went to emergency room. Upon follow-up, the patient's primary pd registered nurse (porn) confirmed the patient was hospitalized approximately 30 days ago due to peritonitis. While hospitalized the patient's pd catheter (not a fresenius product) was surgically removed and the patient transitioned to hemodialysis (specifics not provided). Subsequent attempts to obtain additional information (e.g., causality, patient demographics, discharge summary, organism) have thus far proven unsuccessful. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).